Event description:
It was reported that the holster was giving a grinding noise during the case. The case was completed with the same holster with no patient consequence. No other details were known.

Manufacturer narrative:
(B)(4).eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.